Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified shunt. A 5.0 x 20, 40 cm mustang balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated twice at 24 atm. On the third inflation of 24 atm, the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Initial examination of the returned device noted that it was not possible to inflate the balloon to rated burst pressure as a leak was observed from the distal tip of the device. A visual and tactile examination of the shaft of the device found no anomalies which could have influenced the inflation rate. The balloon was removed from the device to examine the lapweld region and the balloon lumen "fingers" were removed. There were no interlumen wall breaches observed. The distal lumen was flushed to confirm the integrity of the distal lumen, there were no leaks identified in the distal lumen, however liquid did emerge from the back portion of the lapweld region. The device was rotated and a small puncture point was noted. Flushing the distal lumen again with water confirmed that this was the origin of the leak. Examination of the leak point confirmed that it was located beyond the balloon transition zone in the body of the balloon region. The failure occurred when the shaft/tip region of the lapweld perforated and contrast media leaked from the inflated balloon into the distal lumen and exited via the distal tip of the device. Analysis was completed using x-ray microtomography, the images show a breach in the shaft lumen wall with no signs of lapweld wall thinning consistent with lapweld alignment issues in the manufacturing process. The weakness in the wall is non-homogenous and appears isolated to the region. An in process investigation was conducted which could not recreate or determine the exact cause of the failure noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified shunt. A 5.0 x 20, 40 cm mustang balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated twice at 24atm. On the third inflation of 24 atm, the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.